Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the screen was "black" and sometimes the image did not appear or appeared like a rainbow. The problem, as reported to olympus, was identified during a diagnostic cystoscopy procedure and the procedure could not be completed due to the problem; the procedure was rescheduled. The patient was not under general anesthesia. There was no patient injury that occurred, associated with the reported problem.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable unit. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.